Manufacturer narrative:
It was reported that during a case, an 2.5 non-locking screw broke and remains in the screw in the patient post operatively. The investigation is still ongoing. Nothing could be determined as to the cause of the reported issue.

Event description:
It was reported that during a case, an anthem t8 driver broke at the tip and it took an extra 30min to remove the screw with the tip stuck in it.